Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext, serial# unknown, product type extension. Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was occurrence of skin erosion in the left retro-auricular region at the passage of the extensions, for contact with eyeglass temple. A surgery was performed, and they took samples. The issue was said to be resolved.